Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, after the coil was deployed, upon removal, the pusher broke. The procedure was completed with another device.